Event description:
It was reported that this right atrial (ra) lead exhibited high out range measurements above 3000 ohms intermittently. Oversensing and a signal artifact monitor (sam) episode, and inappropriate atrial tachy response (atr) were noted. This ra lead is fractured. The ra lead remains in service. No adverse patient effects were reported.